Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 6. There was no reported adverse impact on the customer¿s blood glucose level, as their levels were unspecified but within the normal range. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur.